Event description:
ER tech went into room 10 to find patient out of bed with entire forearm in wall mounted needle box. When asked what she was doing she said she was throwing away the thing they used to draw her blood. She did not, however, have blood drawn.